Manufacturer narrative:
Constant pump error 41 alarms noted during rewind due to high current motor draw. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test due to pump error alarms. Device passed self test. No pump error 39 noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and missing display window cover. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated they were able to successfully clear the alarm and was unable to rewind pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.